Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device septum came loose and caused fluid to leak during the antibiotic infusion. The following information was provided by the initial reporter, translated from japanese: "this is a report about septum separation. The customer's verbatim report is as follows: during antibiotic infusion for a patient, fluid leakage was observed; when the hcp checked the product, the rubber part of q-syte was about to fall off."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte closed luer access device for the investigation. Upon visual inspection, the damaged q-syte is attached to a stop cock with a second q-syte and a spin-nut. Media can be observed in all three components indicating usage of the device. The q-syte with the damage has a top disk that is partially lifted-up with an abnormal slit. The report of leakage was observed while using the damaged q-syte. Further microscopic inspection found glue around to top disk though clearly damage. Part of the top disk was torn up and the column was damaged all around and could easily be separated from the top disk. The issue of the septum being damaged was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Damage to the top disk and column wall may occur due to misalignment or damaged/burred probes during the manufacturing process. During use excessive actuations or extraneous force on the septum may also result in tearing of the septum. As the device has been opened and used, it cannot be conclusively linked to either manufacturing or use as the defect would have the same appearance. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device septum came loose and caused fluid to leak during the antibiotic infusion. The following information was provided by the initial reporter, translated from japanese: "this is a report about septum separation. The customer's verbatim report is as follows: during antibiotic infusion for a patient, fluid leakage was observed; when the hcp checked the product, the rubber part of q-syte was about to fall off."